Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and the transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The customer will discontinue the use of the device and the transmitter will not be returned for analysis.